Manufacturer narrative:
Method: actual device not evaluated. Despite repeated attempts to receive further information regarding the device, the explanted bioprosthetic heart valve was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. No information was provided to edwards that indicated there was a device malfunction or quality deficiency of the device. However, the surgeon alleged that the edwards device may have caused or contributed to the event, as the surgeon was unsure as to whether the pinpoint tear was due to a stitch or from the mitral valve structure. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic mitral heart valve was explanted at implant due to a possible av disassociation. Per obtained information, a 29mm pericardial bioprosthesis was implanted, it seated nicely, and there were no complications. Upon weaning from bypass, there was extensive bleeding from the back of the heart and it was felt that the patient might have been bleeding form the atrioventricular groove. Bypass was reinitiated and the 29mm valve was removed. The surgeon indicated that there was no clear av disassociation but there was a pinpoint tear, probably from a stitch or the structure of the mitral valve below p3 where blood was tracking as there was no other explanation for the hematoma on the inferior surface of the heart. A bovine patch was placed over the area and a 29mm porcine valve was implanted. Multiple blood products were given as bleeding was still excessive; however, this was more than tolerable as it had slowed down considerably. The chest was left open and tee was satisfactory. The patient was returned to the intensive care unit in hemodynamically stable but critical condition. On pod #1, the patient's chest was closed successfully and he was later discharged on pod #13.